Event description:
Pt reported obtaining a blood glucose result of 325 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 5 units of insulin lispro. Approx 2 hours later, while driving, pt reportedly experienced hypoglycemic symptoms. Pt indicated that he was subsequently stopped by police due to driving erractically. Pt reportedly advised police officer that he was diabetic; emergency medical services were contacted on pt's behalf. Upon their arrival, an unspecified time later, pt's blood glucose reportedly measured 18 mg/dl, on paramedics' blood glucose monitor. Pt stated that he was treated with a glucose paste and was transported to the hospital for additional treatment. While en route to the hospital, 3-4 hours after initial result of 325 mg/dl, pt's blood glucose measured 47 mg/dl (on paramedics' device). Pt indicated that, upon arrival in the hopsital, he was treated with food. Pt was reportedly monitored and released from the hospital "after a few hours." Pt's current condition: "fine". Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.